Event description:
End user thought she was in a seating profile and went to tilt seat back when the unit was actually in drive and she drove backwards down stairs. No injury reported.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.